Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient is experiencing pain, loosening, scar tissue and needs to walk with a cane.

Manufacturer narrative:
This report will be amended when our investigation is complete.